Event description:
It was reported that the physician was concerned about the possibility of the patient being allergic to the device. The patient has redness around the implant site. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.